Event description:
The physician attempted to implant another smart control stent distally in the superficial femoral artery, but was unable to cross the first stent. The procedure was completed with another stent. The vessel was highly calcified. The stent was possible partially deployed and the stent was a little bent at the tip. There was no injury to the patient.

Manufacturer narrative:
Additional information will be provided within 30 days of receipt.